Event description:
Tubing attached to an external sump pump became loose and sprayed waste on the instrument operator. The operator received precautionary hepatitis vaccine. The field service representative repaired the instrument before sucuring the waste line to the pump.